Event description:
It was reported that the customer uses this insulin pump just for glucose monitor and not to deliver insulin. The customer's blood glucose level was unknown mg/dl. The customer states that the display is damaged and the middle of the screen cannot read properly. The customer reported that the insulin pump was not dropped. The customer insulin pump is oow.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).